Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A company representative examined the system and could not duplicate the problem reported. As a preventive measure, the aberrometer (equipment) was replaced and returned for evaluation. The system was then tested and met all product specifications. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on assessment, the product met specifications at the time of release. The returned equipment sample was received. However, the condition of the samples was not representative of the condition it was in, during customer use. Thus, the customer reported event is not able to be confirmed per sample evaluation and the root cause cannot be determined conclusively. This supplement report is numbered as follow up 4. This report represents follow up number 3. The previous supplement report submitted was labeled as follow up number 3 and it represented follow number 2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.1., d.4., and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 2 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A clinical applications specialist reported inconsistent readings. Aberrometer was reported to have been faulty and was replaced. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, multiple patients involved. Analysis of patients is being investigated. New aberrometer was installed. All patients has surgery completed. Inconsistencies were noted during the surgical cases.